Event description:
The implant was opened in sterile field by sterile tech and staining was noticed on keel.

Manufacturer narrative:
An event regarding a stain observed on a triathlon baseplate upon opening of the sterile barrier was reported. The event was confirmed. Visual inpsection of the returned component confirmed the presence of a significant stain on the posterior surface of the keel. DHR review was satisfactory.

Event description:
The implant was opened in sterile field by sterile tech and staining was noticed on keel.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.